Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had an issue with either the electrocardiogram (ECG) port, slave ports or screen sensitivity. (Multiple programmers were sent in and individual complaints were not documented clearly). It was requested that all three issues be investigated on each programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there may be an issue with either the electrocardiogram port, slave ports or screen sensitivity. The programmer passed all incoming functional and bench tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer had an issue with either the electrocardiogram (ECG) port, slave ports or screen sensitivity. (Multiple programmers were sent in and individual complaints were not documented clearly). It was requested that all three issues be investigated on each programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.